Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheters was returned for evaluation. A visual inspection was performed and device appeared to be bloody. No other anomalies were noted to the device. An in house presto inflation device was used to inflate the device, and a leak was noted to the proximal end of the balloon. A circumferential glue joint break was noted to the proximal end of the balloon under magnification. No other functional test performed, due to condition of the device. Therefore, the investigation is confirmed for the identified glue joint break, as a glue joint break was noted during microscopic evaluation. The investigation is also confirmed for the identified leak issue, as water was noted to be leaking from the proximal balloon joint during functional testing. The investigation is confirmed for the reported inflation issue, as a leak was noted to the device during evaluation which contributed to the inflation issue. The glue joint break noted is the likely cause of the leak. However, the definitive root cause for the reported inflation issue, identified glue joint break and leak could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 11/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly failed to inflate on the first inflation attempt. It was further reported that leakage was found from the connection part of the balloon and the shaft. There was no reported patient injury.